Event description:
Device was used to grasp gall bladder. The racheted device would not stay clamped. The surgeon was advise that the tissue was two thick for grasping forcep. He affixed the handles with a towell clip. The device broke.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.